Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt stated his ins was supposed to be replaced about 2 years ago because it won't hold a charge since a year post implant (asked unknown event date). Pt thought he was going to get the ins replaced but pt had unrelated health issues. When he returned to his hcp they tried to give pt oral medication "baclofen" but he didn't need that - then the relationship with that hcp ended. The ins was never replaced. Pt is supposed to have an MRI on his shoulder but he has not used / charged his ins in 2 years. Patient services (pss) did try to give recharge instructions but pt does not have the external equipment with him.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient was not recharging the device or using it. Unable to obtain weight of pt. The system was implanted on (B)(6) 2018 with a medtronic system. The previous system was a st jude system. Pt was last seen by medtronic on (B)(6) 2018, and has cancelled reprogramming's scheduled for march 9, 2020 as well as june 11, 2020. The patient was also contacted, they did not pick up, rep left a voice mail.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.